Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the device's active exhalation control module to address the issue. No further investigation is required at this time. Additionally, the device's pollen filter, power cord, exhaust fan assy.,43-micron filter, inlet air path assembly, and removable foam were replaced as regulated by maintenance procedure to prevent failure. Performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. (Ver.14.2.05)